Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the proximal and distal conductors of the lead, which were not obstructed. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. A new guidewire was inserted into the lead and it went through. No blood obstruction was found.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead caused diaphragmatic stimulation after it was positioned. The physician attempted to reposition the lead; however, the lead would not operate as it was obstructed by blood. The lead was removed and a different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.